Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
B5-describe event or problem updated. E1 - initial reporter phone and email updated. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 47mm in length and extended from a position 1mm distal of the proximal markerband to 6mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon was inflated twice at 24 atmospheres each for 30 seconds. The physician removed the device by pulling it back.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon was inflated twice at 24 atmospheres each for 30 seconds. The physician removed the device by pulling it back.